Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump buttons are hard to press. Customer blood glucose level was unknown. Customer mother also stated that there was scratch across the screen. Customer mother declined troubleshooting for insulin pump. The device will not be returned for analysis.